Event description:
It was reported that during a lap colostomy procedure, the device would not tighten down. The device cut, but did not staple. They opened a second device and completed the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.